Event description:
This 40 yr old female underwent augmentation mammoplasty 12/30/93 using co's saline breast implants. She now presents with a deflated saline implant which deflated during valve removal. Gross: number "275" on one surface, the diameter is 13cm with a maximum thickness of 3cm.